Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for short shots with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of short shots was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported that during use with a bd vacutainer® k2 edta 3.6mg the lid was broken with 2 tubes. The patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube's lid was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2 edta 3.6mg the lid was broken with 2 tubes. The patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube's lid was damaged.